Event description:
It was reported that there was a patient in labor who had her epidural placed 24 hours ago. At 7:30 am, the physician has looked at the pcea boluses administered and saw that the graph and the times were off. The graph shows 12:00 instead of 7:52 at the time of the reading, and was also showing as (B)(6)2024. Per reporter, the pump was not reflecting anything accurately, and the customer also observed episodes of downstream occlusion on the pumps when otherwise the epidural was flushing well. Per reporter, the alarm occurs as it starts and stops but the drug slowly goes in.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
B5: the customer provided some clarification regarding the issue, stating that the pump experienced episodes of downstream occlusion when otherwise the epidural was flushing well. The reporter stated alarm occurs, as in starts and stops, but the drug slowly goes in. H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.